Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: during investigation, a review of the pump history showed that the pump rebooted during normal operation. The battery cap was found to not tighten securely to the pump; it easily detached causing power loss and rebooting. A test cap was used to complete the investigation. The pump was run for over 24 hours with no errors, alarms, warnings or power loss/reboots. Unrelated to the complaint, the display was found to be dim, discolored with faded text. Battery contact height and width was found to be within specifications. Pump was opened and no defects were found to the power circuit. There was no evidence of moisture seen inside the pump. Unrelated to the complaint, the display was found to be dim, discolored with faded text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.